Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate or verify the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device would deliver unintended defibrillation energy. In this state, an incorrect defibrillation therapy would be delivered. There was no patient use associated with the reported event.